Event description:
It was reported that during surgery, the meshgraft ii was defective and needed to be repaired. The taken graft was damaged and an additional unplanned skin graft was needed. There was a surgical delay between 20 to 30 minutes due to the revision of skin grafts, and extension of damaged grafts using a cold blade scalpel. The patient was under anesthesia during the delay. There was no other patient harm/injury noted. Another device was used to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: france.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device passed the test mesh during device evaluation. The cutter was damaged and the device was out of calibration. The cutter was replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.